Event description:
It was reported that the patient presented in the emergency room near syncope, in backup vvi. The patient's presenting rhythm was intrinsic in the 30's. A loss of output was observed. The patient went asytole and was connected to a temporary pacemaker until the device could be replaced. A device status report showed software elective replacement indicator (eri), but due to scheduled replacement further troubleshooting was not performed.

Manufacturer narrative:
Na